Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 676 mg/dl. The mother stated that the customer didn't get out of bed that morning and was vomiting for several hours. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.